Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : previous investigations that have included manufacturing record evaluations (mre) since the asr platform was launched have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection. E3 initial reporter occupation: lawyer. UDI : (B)(4).

Event description:
After review of medical records patient was revised to addressed metallosis secondary to metal on metal right hip articulation. Operative notes indicated weakness, stiffness, adverse local tissue reaction. There was thickened scar about the front of the hip prior to surgery and saw that there was a cloudy metal stained synovial fluid. There was very minimal bone adherent to the cup. Minimal wear at the interface between the cup and femoral head. There was corrosion at the trunnion. Doi: (B)(6) 2008 , dor: (B)(6) 2020 , right hip.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pending metal on metal hip product liability: litigation alleges injury, pain, high concentrations of various metallic elements in his blood. It was also stated that his asr was failing and needed to be revised with another prosthesis.